Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that when they changed insulin pump the top threads where reservoir screws in broke and insulin pump had crack at reservoir lip where the threads start. Customer's blood glucose value 120 mg/dl, 65 mg/dl. Troubleshooting was performed. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.